Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a failed battery test alarm. Customer's blood glucose was 202 mg/dl. After customer attempted to clear alarm, a blank display was received. Customer did not have new battery in order to continue troubleshooting. Customer would call back.